Manufacturer narrative:
Insulin pump passed displacement test. However, insulin pump alarmed prime during basic occlusion test, due to slightly loose drive support disk. Insulin received with minor scratches on lcd window, broken belt clip slot and cracked case on display window corners.

Event description:
Customer reported issues with the insulin pump. Customer states that there is an alarming insulin pump. The blood glucose reading is 350 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.